Event description:
It was reported that the customer is (B)(6) pregnant, and last month the customer was hospitalized due to low blood glucose levels between 16 and 31 mg/dl. Prior to the event, the customer felt the symptoms of hypoglycemia, but she had no test strips. Her boyfriend programmed a bolus, and went to the store. When he returned, the customer was passed out, and the paramedics were called. The customer was treated with glucagon and IV glucose. After that incident, the customer was unable to keep any food down, and was taken to another hospital where she was treated for low blood glucose levels and dehydration. The customer has had no further issues, but would like more training. Advised the caller that the insulin pump trainer will be contacted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.